Manufacturer narrative:
On 07/27/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 300cc, serial number (B)(4), lot number 5837916, catalog number 3502300. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 300cc breast implants and experienced deflation on the left breast implant and bilateral ptosis with lipodystrophy of the lateral chest. The deflation was confirmed by the mammogram and ultrasound on (B)(6) 20009 by the healthcare professional. As a result, the patient had undergone explantation without replacement on (B)(6) 2018.

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the device history record ( DHR) of lot number 5904884 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
On 07/10/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).